Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). It was further reported that high undefined pacing impedance, oversensing and noise were observed. Inappropriate shocks were delivered, and fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.